Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: while informing the rep about the c0r37 [medwatch #2027111-2021-00663] for trocar shield material falling into the patient, the facility informed the rep that a similar issue has occurred with this trocar model. Additional information received via email on 07oct2021 from applied medical account manager: "she [the scrub nurse] doesn¿t remember when it was, but know it¿s the same dr bc he¿s the only one that does these cases and it was black seal breaking off." Additional information received via phone on 07oct2021 from applied medical account manager: no patient injury. It is unknown if a fragment or an entire component of the seal fell into the patient. The product was disposed of after the case. The scrub nurse does not remember any more information about the case. Type of intervention: unknown patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: while informing the rep about the c0r37 [medwatch #2027111-2021-00663] for trocar shield material falling into the patient, the facility informed the rep that a similar issue has occurred with this trocar model. Additional information received via email on (B)(6) 2021 from applied medical account manager: "she [the scrub nurse] doesn¿t remember when it was, but know it¿s the same dr bc he¿s the only one that does these cases and it was black seal breaking off." Additional information received via phone on (B)(6) 2021 from applied medical account manager: no patient injury. It is unknown if a fragment or an entire component of the seal fell into the patient. The product was disposed of after the case. The scrub nurse does not remember any more information about the case. Type of intervention: unknown. Patient status: no patient injury.